Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the big gap between the objective lens and distal end, additional findings were as follows: due to a crack on the distal end, water tightness was lost; adhesive on bending section cover was detached; due to wear of angle wire, the play of up/down knob was out of the standard value; due to wear of angle wire, the play of right/left knob was out of standard value; and image guide connector had a cut. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided. E1:(B)(6).

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope had no image. The event occurred during a procedure. There was no patient harm associated with the event. The device was evaluated, and it was found there was a big gap between objective lens and distal end. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.